Event description:
Boston scientific crm received information via the latitude system, that this right ventricular (rv) lead exhibited a high shock impedance measurement. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.